Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced an image blackout during set up. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d8, h2, h3, h6 and h11. Corrected fields: e3. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image shows snow. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction blackout image could not be determined. And the cause of the additional malfunction noisy image was traced to be a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.